Event description:
On (B)(6) 2013, it was reported that for the past 1-2 weeks, the patient's blood glucose level had occasionally been elevated. The patient made corrections to the elevated levels after changing the infusion device's accessories. On (B)(6) 2013 in the evening, the patient's blood glucose level was hi and he was able to correct the level after changing the accessories. On (B)(6) 2013 at 7:00pm, his blood glucose level was again hi, but he was unsuccessful correcting the level with the infusion device even after changing the accessories. The patient's parents took him to the hospital at 11:00pm where he received an IV of insulin. The patient switched to his backup device and his blood glucose levels returned to normal. The hospital thinks his primary infusion device was not delivering enough insulin. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.